Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a 4.5" (11 cm) appx 0.53 ml, smallbore quadfuse ext set w/4 microclave¿ clear, 4 clamps (red, yellow, white, blue), rotating luer where it was reported the amber medline tubing connected to the blue port of the rue PICC (peripherally inserted central catheter) was found to be wet at the top where the posilock connects to it, twice. First time they thought maybe some flush had dripped on it at time of connection, so it was wiped dry. A new med was hung and infused; the tubing again was found to be wet at the top near the connection on thursday and sticker wet this time as well. The tubing was removed and a new medline was placed. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.